Event description:
Reporter alleged obtaining a discrepant blood glucose result of 68 mg/dl back to back with a result of 191 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that she had eaten a fruit cup fifteen minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.